Event description:
It was reported that on (B)(6) 2025, the patient presented with grade 4+ functional tricuspid regurgitation (tr), a very tethered septal leaflet, and a prominent eustachian valve. An xtw triclip clip delivery system (cds) advanced in the anatomy. The cds was curved greater than 90 degrees due to difficulty encountered by eustachian valve to move the clip in posterior direction. The clip was placed at the mid anterior septal position with a good grasp noted. During deployment, the clip was difficult to separate from the delivery catheter tip. Troubleshooting was performed and was successful. Post deployment, a single leaf device attachment (slda) and septal leaflet tear were noted. As treatment, an xt triclip was implanted to stabilize the xtw slda . During placement of the xt triclip, the septal leaflet tore, leading to an slda of xt clip in addition. As treatment, a third triclip was implanted to stabilize the xt slda. There were no issues noted with the third triclip. The patient remained stable. The clips remained implanted, and tr grade was grade 3-4. There was no clinically significant delay.

Manufacturer narrative:
The xtw triclip mentioned in b5 and d10 is filed under a separate medwatch report number. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previous report, the additional information was received:there was no leaflet damage due to the xt triclip.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation/single leaflet device attachment (slda) appears to be related to challenging patient anatomy (very tethered and torn septal leaflet). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: health effect-clinical code: 4559 unspecified tissue injury